Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f are identified in procode and PMA/510k. Manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one introducer needle attached to a guidewire in a guidewire hoop was returned for evaluation. Visual, microscopic visual, functional and dimensional evaluation were performed. The investigation is confirmed for the identified stretched, fracture as the unravelling was noted on the outer coils of the guidewire and a complete break was noted on the round inner core wire. The investigation is inconclusive for the reported difficult to remove as the exact circumstances at the time of the reported event are unknown and the reported event was not abled to be reproduced in the lab. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that during a port placement, the doctor allegedly was unable to withdraw the guidewire from the introducer needle. There was no reported patient injury.